Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse event of a hydrocele (characterized by scrotal swelling), which necessitated evaluation in the ER and scrotal elevation. Per the pdrn, the hydrocele is a congenital defect and was not caused by any fresenius device(s) and/or product(s). However, the intraabdominal pressure created during ccpd therapy likely exacerbated the hydrocele which caused the swelling. Scrotal edema is a common complication in patients undergoing pd therapy and can be caused by a variety of complications such as congenital abnormalities, mechanical problems, infection, and/or hernias. Based on the totality of the information available, the liberty select cycler cannot be excluded from having a possible contributory role in the serious adverse events. Although there is no allegation or objective evidence a fresenius device(s) and/or product(s) malfunction occurred, the increased intrabdominal pressure created during ccpd therapy while utilizing the liberty select cycler was the probable catalyst for the exacerbation of the hydrocele. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A caregiver for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius and requested assistance with cancelling the patient¿s ccpd treatment. The patient was going to be taken to the emergency room (ER) for scrotal swelling. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was evaluated in the ER for scrotal swelling on (B)(6) 2023 and was released several hours later (<24 hours). The pdrn stated the patient has a known hydrocele and due to a previously failed attempt at surgical correction, it cannot be repaired. The clinic staff is aware of the issue and currently the patient wishes to continue undergoing ccpd despite the risk for scrotal swelling. The patient was ordered to elevate the scrotum and no other medical intervention was required. The patient returned home and completed the remainder of the ccpd treatment.

Event description:
A caregiver for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius and requested assistance with cancelling the patient¿s ccpd treatment. The patient was going to be taken to the emergency room (ER) for scrotal swelling. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was evaluated in the ER for scrotal swelling on (B)(6) 2023 and was released several hours later (<24 hours). The pdrn stated the patient has a known hydrocele and due to a previously failed attempt at surgical correction, it cannot be repaired. The clinic staff is aware of the issue and currently the patient wishes to continue undergoing ccpd despite the risk for scrotal swelling. The patient was ordered to elevate the scrotum and no other medical intervention was required. The patient returned home and completed the remainder of the ccpd treatment.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Correction: g2

Event description:
A caregiver for a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) contacted fresenius and requested assistance with cancelling the patient¿s ccpd treatment. The patient was going to be taken to the emergency room (ER) for scrotal swelling. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient was evaluated in the ER for scrotal swelling on (B)(6) 2023 and was released several hours later (<24 hours). The pdrn stated the patient has a known hydrocele and due to a previously failed attempt at surgical correction, it cannot be repaired. The clinic staff is aware of the issue and currently the patient wishes to continue undergoing ccpd despite the risk for scrotal swelling. The patient was ordered to elevate the scrotum and no other medical intervention was required. The patient returned home and completed the remainder of the ccpd treatment.